Manufacturer narrative:
An event regarding heat injury caused by bone cement involving simplex bone cement was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because no operative notes were provided. The IFU indicates that polymerization of simplex bone cement generates a fairly large amount of heat, however, it could not be determined why and how the polymerizing cement ended up under the patient's foot.

Event description:
It was reported that heat injury(blister) was noticed at the ankle of the patient after the cement was used in the surgery. On 11/21/2014: it was confirmed that the burn occurred on the plantar part, not the ankle as originally reported. The burn was approximately 3 cm in diameter and was only treated by cooling.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that heat injury(blister) was noticed at the ankle of the patient after the cement was used in the surgery. (B)(6) 2014: it was confirmed that the burn occurred on the plantar part, not the ankle as originally reported. The burn was approximately 3 cm in diameter and was only treated by cooling.